Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (proximal neck length).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that during implant a touch up was performed in the left common iliac artery. The touch up caused the proximal end of the main body to become misaligned as if it was drawn into the aneurysm. Two additional cuffs were added, however a minor type ia endoleak remained. The physician thought that the type ia endoleak would self-resolve. The physician stated the cause of the event was due to use error, but also noted that it was inevitable considering that the proximal neck was less than 9mm. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.